Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a catheter became stuck on the guide wire. A kink at the solder joint of the platinum plus guide wire was noted. Under x-ray, it appeared as if there was a "break or gap" at the solder point of the platinum plus guide wire. During use of the platinum plus guide wire the physician was unable to pull an unspecified catheter back over the platinum plus guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.